Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a vertebroplasty (l1) for the compressed fracture on (B)(6) 2022. When the surgeon tried to inject the cement in question into near the back wall, there was a possibility that the cement slightly leaked into the spinal canal. The surgery was completed successfully without any surgical delay. The surgeon will confirm for leakage later with CT. The patient does not feel paralysis, and there are no problems for now. The surgeon does not seem particularly concerned. The patient status was reported as stable. No further information is available. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.